Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 08dec2017 through aware date 09jan2019. There were no similar complaints identified during the search period. The estradiol st aia-pack package insert states the following: specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible samples may be stored at 2 - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25° c) and mix gently. The sample required for analysis is 75 microliters. The most probable cause of the reported event remains unknown.

Event description:
It was reported that the customer received one discrepant result for estradiol (e2) on their aia-360 analyzer. The customer stated that the result from their analyzer was 514 pg/ml but when the patient went to another lab, they received the result 35 pg/ml. Quality control (qc) was reported to be in range and near the mean. The customer reran the patient sample and called technical support (ts) support (ts) back with the sample results. The e2 patient results obtained were 482 pg/ml, 503 pg/ml, 495, pg/ml, 483 pg/ml, 506 pg/ml, and 499 pg/ml. The customer reported that the doctor believed the result could be correct and had no concerns. No further issues were noted. No further action was required by technical support. There was no indication of any patient intervention or adverse health consequences due to the reported event.